Event description:
It was reported there was telemetry failure. The programmer and rf (radio frequency) head were returned for repair and calibration. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed that there was telemetry failure with the rf (radio frequency) head. Concomitant product: 229047 analyzer. (B)(4).